Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with saline mentor smooth round moderate profile 350cc breast implants. The implants were explanted on (B)(6) 2007 due to the devices being defective. The devices were replaced with saline mentor smooth round moderate profile 350cc breast implants, catalog number 3501655, lot number 7446470. No other information was provided. If additional information is received, a supplemental report will be submitted. This report is for the right side.